Event description:
It was reported that the patient presented to the emergency room (ER) due to discomfort in stomach area. It was noted that the right atrial (ra) lead was causing phrenic nerve stimulation (pns). The ra lead was explanted and replaced. The patient was stable throughout the procedure.